Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, hard drive, and the single board computer were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported multiple intermittent issues occurring on boot up, and that the system locked up. There was no patient injury or death reported.